Event description:
The customer reported a regulator fail and charger fail message appeared on the mainframe console after fluoro. Also the kv tracks to a maximum of 120 following the error. When the system quits making kv and drives to 120, there is no image on screen. Also there was a problem with one of the locks.